Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Pump interrogation at medtronic neuromodulation return product analysis laboratory indicated the pump was delivering hydromorphone 15.0 mg/ml and bupivacaine 30.0 mg/ml. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient's medical history included chronic back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving intrathecal medication (specific drug not reported) via an implantable infusion system. It was reported that the pump was explanted on (B)(6) 2020 due to infection. It was related that the patient called the hcp on (B)(6) 2020 saying that they thought they had some eczema over that area about 2-3 days before that call. The explanted pump was going to be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp in response to a request for follow-up. It was clarified that the pump was not replaced due to an infection, as it was confirmed to not be infected by a swabbed specimen. It was stated that it was explanted due to skin erosion over the pump tip. It was reported that the hcp was unsure why this patient¿s skin broke down and noted that the patient was not on any antibiotics. The pump had reportedly been returned after being explanted (B)(6) 2020.

Manufacturer narrative:
Reduced analysis found that there were no anomalies and no further destructive testing was required. If information is provided in the future, a supplemental report will be issued.